Event description:
Info was received from an international distributor that the ventilator had exhibited an odor of overheating during use. The unit was not in use on a pt, therefore, there was no pt involvement or harm. The distributor's service engineer reported the unit would not power on. The service engineer replaced the power supply to correct the reported problem. Factory failure analysis confirmed the reported problem due to power supply component damage and overheating.

Manufacturer narrative:
Na